Event description:
Download data from a (B)(6) male pt revealed a charge profile faults and discharge profile faults. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge profile, discharge profile faults) has been confirmed. Upon investigation resistor r45 was open on the monitor c/a board, which caused the charge and discharge profile faults. The cause for the open resistor was isolated to a damaged high-voltage capacitor c22. C22 was broken from the pad on the monitor defibrillator board. The root cause for the detached c22 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt received a replacement monitor.